Event description:
It was reported there were issues with regard to telemetry communication between a pump and clinician programmer. There were sources of potential emi present and may have contributed to the event. No further information was available at the time of this report.

Manufacturer narrative:
(B)(4).